Event description:
It was reported that 2 autopulse batteries failed. Batteries were manufactured on 02/2011 and 03/2011. Both batteries had been cycled and capacity tested the previous month and found to have lower than expected outputs. Both batteries failed on the charger and had flashing red lights. No adverse event reported.

Manufacturer narrative:
Report complaint of low power for both batteries was verified. However, the battery with serial# (B)(4) was not properly maintained per the autopulse battery management program, which is the likely cause for the reported event. Both batteries, sn (B)(4) were replaced. No adverse event reported. Additional information from: 3003793491-2012-00112: serial # (B)(4) (battery #2).